Manufacturer narrative:
(B)(4). Date sent 2/13/2025. Corrected data d4: UDI#.

Manufacturer narrative:
(B)(4). Date sent 2/18/2025 d4 batch #907c69 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil present. The washer was not received and there were staples present. No battery was received. When the test battery was installed, the green checkmark does not illuminated, indicating that the device was not fired. A new washer was placed on a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No anvil issues were noted at any time during the testing. Additionally, photos loaded at product complaint level and they showed the packaging label and a device with no anvil present, with the trocar extended and tissue around the trocar. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 907c69, and no non-conformances were identified.

Event description:
It was reported that during a total colectomy for the removal of the entire colon in a patient with fap (familial adenomatous polyposis), performed by professor and dr., a lower anastomosis between the ileum and the anal canal (ileoanal anastomosis) was carried out through a pfannenstiel incision. The initial anastomosis was attempted using the cdh29p device. After suturing the anvil to the ileum, the device body was inserted through the anal canal, and then the trocar was removed in a rotational motion to connect it to the anvil. Once the trocar was attached to the device (a "click" was heard indicating proper attachment), the surgeons began rotating the handle to perform the anastomosis. However, after a quarter turn, the anvil and trocar in the device detached. The surgeons tried to perform the procedure several times, but each time the trocar detached when the handle was rotated counterclockwise. Professor verified that the anvil was not contaminated with oil and even requested gauze to clean the anvil and ensure it was clean. At this point, a company representative was called to the operating room to confirm that the device was functioning correctly. After seeing no issue, they tried to perform the anastomosis again, but once again the trocar and anvil detached. The device was then replaced with a new cdh29p, and the anastomosis was attempted again, but it failed for the same reason. At this point, the circular stapler was replaced with an ecs device, and the anastomosis was successfully completed. The surgery proceeded as planned with a slight delay of about half an hour due to the device replacement. There was no harm to the patient. There was a 30 minute surgical delay. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 1/22/2025, d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 2/10/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.